Event description:
Healthcare professional reported capsular contracture, baker grade unknown. This record is for the right side. The device has been explanted and discarded.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on december 17, 2021. Visual analysis of the photographs identified: crease fold, wear abrasion, deformation, labeled as right side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported no complaint against device. Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Event description:
Patient reported no complaint against device. Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.